Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen goes black with some lines on the right. A field service engineer (fse) replaced the touchscreen all in one (aio) assembly with a new and then renamed the pyxi net. After that the fse worked with hospital information technology (it) to add the media access control address (mac) to the right virtual local area network (vlan). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.